Event description:
A user facility patient care technician (pct) reported that a combi set blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with the facility¿s clinical manager (cm). The blood leak, which was caused by a separation, occurred approximately two hours and thirty minutes into the treatment. It was reported that a venous pressure alarm had occurred. The pct tried to lower the pressure by releasing the venous clamp, but the saline line separated at the t-connection. The blood pump was still on when this happened, which allowed air to enter the system. Once the leak was identified, the lines were clamped, and the patient was disconnected. The patient¿s estimated blood loss (ebl) was 300 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for evaluation and no photos of the device were available for review.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility patient care technician (pct) reported that a combi set blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional details were provided upon follow-up with the facility¿s clinical manager (cm). The blood leak, which was caused by a separation, occurred approximately two hours and thirty minutes into the treatment. It was reported that a venous pressure alarm had occurred. The pct tried to lower the pressure by releasing the venous clamp, but the saline line separated at the t-connection. The blood pump was still on when this happened, which allowed air to enter the system. Once the leak was identified, the lines were clamped, and the patient was disconnected. The patient¿s estimated blood loss (ebl) was 300 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was not available to be returned for evaluation and no photos of the device were available for review.